Event description:
The customer reported that a button error alarm occurs when a button is pressed contnually. The alarm was cleared and pump did a complete prime. All buttons were working, it appears that customer did not escape out of screen, it was also reported that the customer was connected when the alarm occurred and she was sleeping. The customer's husband called out the paramedics.